Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detached. Patient code 9158 captures the reportable event of injury. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a jinro pigtail nephrostomy catheter device was used during a nephrostomy procedure. Post procedure, when the patient was returning to the ward, the blue tube near the connector at the tail end of the catheter came off from the drain bag. A non-bsc catheter was temporarily used, and a catheter replacement was scheduled for the same day. An unspecified patient injury was reported. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a0501 captures the reportable event of catheter detached. Patient code 9158 captures the reportable event of injury. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention. Investigation results. The returned nephrostomy catheter sets was analyzed, and a visual evaluation noted that the catheter assembly was fully detached from the connector cap. It was also noted that the connector cap returned with a flexible tube attached inside. Microscopic examination was performed under magnification, and it was noticed that the catheter bell returned cut and torn. Additionally, there was evidence of glue inside the connector cap indicating the catheter was assembled to that section initially. With all the available information, boston scientific concludes that the reported event of catheter detachment of device or device component was confirmed. However, the observed findings of catheter bell returned cut and torn could be related to handling and manipulation of the device. It is probable that an excess of force applied to the device such as operational factors during their use could have caused this issue. The investigation findings did not lead to clear conclusion of reported catheter detachment. Therefore, based on the information available and analysis results an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a jinro pigtail nephrostomy catheter device was used during a nephrostomy procedure. Post procedure, when the patient was returning to the ward, the blue tube near the connector at the tail end of the catheter came off from the drain bag outside of the patient body. A non-bsc catheter was temporarily used, and a catheter replacement was scheduled for the same day. An unspecified patient injury was reported. No further information was provided despite good faith efforts.